Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to an insulin set expired alert and found the ilet on the ¿do you see drops¿ screen without having rewound the device, suggesting prompts were advanced inadvertently during sleep; with agent guidance, the user disconnected, confirmed drops, and completed a full infusion set and cartridge change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, and the problem and affected component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.